Event description:
It was reported to philips that fluoroscopy was unavailable due to dcps failure on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the dcps and returned the device to use after adjustments. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).